Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the inner pin was broken. According to sr, it was used in surgery without any problem.

Manufacturer narrative:
The returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the screw gauge had been in use for a longer time (manufactured in 2004), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. During investigation no material, design or manufacturing related issues were found. The spring that holds the measuring hook in the corresponding sleeve is broken off. The appearance of the breakage surface with a fissured structure and the absence of plastic deformation indicates a forced fracture due to overload most likely caused by bending stresses during the reprocessing procedure supported by the scratches and dents at the slot. In case of intended use such damage would not have occurred. Based on the above observations the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user and has to be classified as misuse. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the inner pin was broken. According to sr, it was used in surgery without any problem.